Event description:
A report was received that the patient was experiencing ipg site discomfort. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.